Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported issue was due to error code 1260. The issue was replicated during power up. The cause of the reported issue was cold solder joint on the coin battery contacts. The reported issue was resolved by clearing the error code 1260, cleaning the battery pads, and replacing the coin battery. Device passed all functional and delivery tests after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. The event occurred during testing, there was no patient involvement.